Event description:
During a laparoscopic hysterectomy, the instrument was activated but the jaws would not open. It is unk if the device was on tissue at the time, and if so, how it was removed from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.